Event description:
A biomedical engineer reported the following events: during surgery, when the phaco handpiece was plugged in, the unit was not recognizing the handpiece. They had to tune it a second time, and when the surgeon pressed the footswitch, a stop sign displayed on screen indicating the need to call for service. There was a 15 minute delay while a backup unit was brought in to finish the case. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and tested two of the customer's handpieces and found they were damaged. The company representative noted that one handpiece had been repaired by a third party service, and the other had bent aspiration tubing. Using his test handpiece, the system was able to perform without issue. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).